Event description:
This lead dislodged shortly after implant and was found pulled back. The lead was successfully repositioned and remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.